Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received stuck at the prime screen and no delivery alarm. Customer¿s blood glucose level was 312 mg/dl at the time of call and current blood glucose level was 318 mg/dl. Customer states insulin exited the tubing. Customer stated that they was able to troubleshooting for a potential reservoir and infusion set issue at this time. The insulin pump will not be returned for analysis.